Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that both of her pt's vns therapy magnets had cracked and that the pt was in need of a replacement. Good faith attempts for additional info have been unsuccessful to date.